Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the problem with the image disks of the lateral and frontal ippc. During troubleshooting, the fse found subsequent error reading on ippc lateral disks and confirmed that the lateral and frontal ippc needs repair. The fse replaced lateral and frontal ippc image disks and configured. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was problem with the image disks of the lateral and frontal image processing computers, which could impact imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.